Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-01412. It was reported that the patient was not receiving effective therapy from their system. It was found that the lead had low impedance. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the setscrew of the extension was stuck, then broke when opening the port of the extension. The hex wrench was used to open the port. The lead was removed from the extension and measured with a trial cable; all impedances were between 400-600 ohm. Extension was to be replaced, but while clearing the extension, it was difficult to differentiate the lead from the extension and the curled up lead and extension were mixed. During this, the lead was then explanted and the extension remains implanted.

Manufacturer narrative:
The report event of low impedance cannot be fully analyzed and confirmed due to the lead extension was not returned. As received, the returned setscrew was microscopic inspection no anomalies/damage was found. The cause of the reported event remains unknown.

Event description:
Additional information revealed that the patient underwent surgical intervention on 30mar2022 wherein the extension was cut and explanted and a new lead was implanted. Postoperatively, the patient has effective therapy.